Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This complaint submission also includes information provided in related pis: (B)(4). On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch verio iq meter had displayed error 4 messages and unknown error messages. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) contacted the patient in a follow up call. The patient reported that the alleged error messages first occurred 1-2 months prior to contacting lfs. The patient takes insulin (self- adjuster) to manage his diabetes and denies taking any action to his usual diabetes management routine as a result of the alleged product issue. The patient denied that he developed any symptoms. However, on (B)(6) 2015 at 3:30pm he stated that as a result of being unable to obtain a result on the meter he attended emergency room (ER) and he reported being treated by a health care professional (hcp) with "insulin drip, insulin injection and had a blood glucose test" the result on the ER meter was "1098mg/dl". At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and he followed the correct testing steps. Cca also noted that the test strips were within their expiry date and had been stored correctly, when tested the test strip completely drew in the blood sample. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although the patient did not develop symptoms suggestive of a serious diabetes related injury, the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips failed for precision at the 300 mg/dl level. In addition, a DHR (device history record) was completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.